Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and tachycardia. The right ventricular (rv) lead exhibited short v-v inter vals, high thresholds, a low impedance warning, noise and oversensing. The right atrial (ra) lead also exhibited high thresholds. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.